Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized; the peritonitis event was on going and improved. Additional information was requested, but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h13i09106 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt-(B)(4).